Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. Subsequently, the device was reprogrammed. The patient will continue to be monitor and the physician planned to see the patient in clinic to follow-up in three months. At this time, the device remains in service. No adverse patient effects were reported.